Event description:
A customer reported that the probe of the coulter act diff hematology analyzer leaked a few drops of fluid. The instrument was failing platelet background when the leak was noticed. The customer was wearing gloves and a lab coat at the time of the occurrence. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter field service engineer (fse) noticed that the probe wipe block contained excess blood build up and was not moving properly. The fse replaced the probe wipe block and the leak was fixed. The fse could not reproduce the platelet background failures. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).